Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right internal carotid artery which was in a stenotic portion of the vessel. During the procedure, two attempts to retrieve the clot were unsuccessful; therefore, another manufacturer's device was attempted and was successful. Once blood flow was restored, vessel dissection in place of the obstruction was observed and another manufacturer's stent was implanted and the issue was resolved. The patient was discharged home approximately 5 days later. The event was reported to be related to the procedure and it was difficult to determine in which phase of the procedure this dissection appeared. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The product was not returned for analysis, therefore analysis of the device cannot be performed. Patient vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right internal carotid artery which was in a stenotic portion of the vessel. During the procedure, two attempts to retrieve the clot were unsuccessful; therefore, another manufacturer's device was attempted and was successful. Once blood flow was restored, vessel dissection in place of the obstruction was observed and another manufacturer's stent was implanted and the issue was resolved. The patient was discharged home approximately 5 days later. The event was reported to be related to the procedure and it was difficult to determine in which phase of the procedure this dissection appeared. No further information is available.